Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a thrombotic occlusion occurred. The 60% stenosed target lesion was located in the circumflex (cx) artery with a 3mm reference vessel diameter and 10mm lesion length. The procedure was rated a technical success. Residual stenosis was 0%. The patient experienced a thrombotic occlusion at target lesion two days post index procedure. Stenosis at that time was 90% and timi grade was I. The event occurred while the patient was being treated with asa and clopidogrel. The patient was discharged five days post index procedure. The patient prescribed asa 100 indefinitely and clopidogrel 75 for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.